Event description:
On 9/10/96, co received a letter and a bottle of test strips from a distributor. The letter indicates that the distributor received a complaint from a customer regarding inaccurate blood glucose readings on the device. The letter also stated that the customer was hospitalized. No other info was provided. On 9/10/96, the rep tried to call the contact who was out of the office for the day. The co rep will call the contact again on 9/11/96.